Manufacturer narrative:
This is the same event as 3010536692-2016-00691.

Event description:
Allegedly, patient suffering from mom complications. Allegedly the patient was revised due the following mom complications: pain; metallosis (right).